Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 14 months ago. Vessel morphology at the time of implant was not reported. A recent CT of the abdomen and pelvis revealed that possible distal type 1 endoleak. This CT was done in comparison to a report dated one year prior. The renal arteries are patent bilaterally. The distal landing zones of the endograft are within the common iliac arteries. The thrombosed aneurysm sac measures 3.6 x 4 cm compared with 4.1 cm on the prior study. There is aneurysmal dilatation of the right common iliac artery which is 2.7 cm in diameter compared to 2.5 cm in the prior study. The internal and external iliac arteries remain patent. There is no evidence of endoleak and the thrombosed abdominal aortic aneurysm sac appears slightly decreased in size compared to the prior study. No intervention was performed and the decision was made to further evaluate the patient at a later date to decide on course of act ion. No additional clinical sequelae were reported and the patient is currently asymptomatic and is doing fine. The evaluation of the returned films has been completed. The review of the one year post-implant films shows that the device was just below the renal arteries; the ipsilateral limb was on the left side. No obvious endoleak was observed. The aaa measured approximately 4cm in diameter. The right common iliac artery was also aneurysmal; measured approximately 3cm in diameter just distal to the distal graft margin of the right iliac limb. No stent graft integrity issues were observed.

Manufacturer narrative:
Methods: film evaluation. Results: inherent risk of procedure ( pseudoaneurysm). Conclusions: cause is unknown.